Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, cloudiness in the gel, and crystalline in the gel; the device weight is to specifications. Voids in the gel observed after autoclave cycle. Final assessment is: the device is not ruptured. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted. Healthcare professional clarified report as left side "capsular contracture, baker grade iii."

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.